Manufacturer narrative:
Product complaint #: (B)(4). Date of event: unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot number of the device available? What were the indications for surgery? What specific surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were any staple formation issues identified intraoperatively? How many days postoperative did the leak occur? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation during the reoperation? If so, please describe the shape and anatomic location. Why does the surgeon believe the event was ¿most likely associated with the stapler or error in use with the stapler¿? What is the current status of the patient?

Event description:
It was reported that during a colon procedure, the patient had an anterior leak intraoperatively that required over-sewing. Two days later the patient returned to another hospital¿s ER and had a reoperation to address the leak.